Manufacturer narrative:
Based on the totality of the investigation and the holistic evaluation of the data, no systemic issue is suspected as the late CT values are in line with titers at the limit of detection and are expected to waver between positive and negative upon retest. (Target1: positive CT = 33.48, target2: positive CT = 35.63). Furthermore, a contamination event during the sample handling of the initial test also cannot be ruled out. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged generating of sars-cov-2 result with the cobas® sars-cov-2 qualitative assay for use on the cobas® 8800 system (control batch ID (B)(4) lot h12266, exp. 31/3/2022) when compared to genexpert cepheid method. The first run with the cobas® 8800 system generated sars-cov-2 positive target, a second run of the same sample with the genexpert cepheid generated sars-cov-2 negative. A third run of the cobas® sars-cov-2 performed with the cobas® 8800 system (control batch ID (B)(4)) also generated a negative result. The positive result was released to the patient and/or medical personnel. An investigation was conducted to evaluate the customer¿s allegation.